Manufacturer narrative:
Alveolus was notified about this adverse event in 2007. The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device and the cause of this event. A search in our complaint records for similar complaints related to this product family was conducted: no additional complaints have been recorded. During a teleconference on the next day, dr stated that the patient had severe fibrosis due to previous radiation therapy. The doctor detailed the possibility of stent erosion into the left main stem bronchus as a direct result of the extensive fibrosis. The doctor also stated that there is lack of clinical literature on stenting patients with this condition. The patient's prior history of balloon interventions, in addition to the 3 balloon interventions on the day of the aero stent placement, may have also contributed to the weakening and/or damaging of the bronchus lumen wall in combination with the severe fibrosis condition. Alveolus will file a supplemental report once additional information is gathered.

Event description:
The patient had a history of extensive radiation treatment. In 2007, a physician successfully placed a 12mm x 40mm aero stent into the left main bronchus to re-inflate a collapsed left upper lobe. On twenty three days later, the patient entered a hospital and was complaining of shortness of breath. The patient coughed up blood while in the hospital. The patient was transferred to dr. Robert lenox's pulmonary facility where a pulmonologist, cardiothoracic physician, intensive care specialist, and radiologist provided care. The patient underwent a CT scan. The patient went into cardiac arrest and the patient was intubated and revived. The patient underwent stent placement with an ultraflex stent into the pulmonary artery and expired shortly, thereafter. The device has not been returned for evaluation; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between the alveolus aero stent and the cause of this event.